Event description:
It was reported that there was a disconnection between a peritoneal dialysis (pd) transfer set and a titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury; however, the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
B3/d10 date: the event occurred on an unspecified date of (B)(6) 2023, further described as four (4) weeks prior to final week of (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.